Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced and elevated blood glucose (bg) level of 396 mg/dl with ketones, that led the customer to the emergency room and was subsequently hospitalized. Reportedly, the customer also experienced vomiting, a stomachache, and injury; no details were provided regarding the injury sustained. Cause for high bg was not known. Additionally, it was found that out of range issues occurred between the transmitter and pump. Customer was treated with a bolus via the pump. Reportedly, the customer was discharged on (B)(6) 2023. No additional information on further treatment or condition of the customer during discharge was provided.